Event description:
Upon priming the tubing set with normal saline, the nurse noted the cassette inlet and outlet tubing segments were reverved. The tubing set was discarded and the infusion was initiated using a replacement set. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional information was provided.